Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pixel in the touchscreen has been "stuck". The pixel was not impeding any graphics or text. Customer's blood glucose was within 54-500 mg/dl. Upon follow up, customer reported that the issue resolved itself and was no long an issue.